Manufacturer narrative:
The insulin alarmed button error due to corroded keypad trace. The insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated she was at the lake, placed the insulin pump in a bag and it alarm when reconnecting it. Blood glucose value was 160 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.